Event description:
It was reported that, dr. (B)(6) did an I and d and poly exchange of the above components due to an infection on the patients knee.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 6481-2-140, lot# unk. Description: mrhk tibial sleeve. Cat# 6485-2-465, lot# unk. Description: krh duration bushing sml. Cat# 6485-4-100. Lot# unk. Description: krh duration standard bumper. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.